Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing tenderness and pain at the battery site. The patient will undergo a revision procedure.

Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
A report was received that the patient was experiencing tenderness and pain at the battery site. The patient will undergo a revision procedure.